Manufacturer narrative:
Date of report: 18jun2019. Date rec'd by MFR: 17jun2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue. Fse was able to verify touchscreen did not respond to touch. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 29 aug 2019. Date of report received: 30 aug 2019. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. The touch screen assembly was returned to failure investigation for evaluation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Resistance measurements will be performed on the returned touchscreen assembly. The touchscreen measured resistance and resistance ratios were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported unit will not calibrate. The device was not in use at the time of the reported event; therefore, there was no patient involvement.